Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breach outer insulation degradation exposing the outer coil located adjacent to the connector boot region. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.